Event description:
It was reported that: after several hours of use on patient the evita 4 alarmed "air supply low" and "fio2 high". Reportedly patient needed medical and surgical treatment to avoid permanent damage.

Manufacturer narrative:
Hospital biomed checked the medical air compressor and found gas leak from water trap. Photos of the concerned water trap and complaint information were analyzed. The analysis comes to the conclusion that the drain valve of the water trap had not closed correctly. Therefore compressed air could escape via this valve. The concerned compressor has more than 18,600 hours of operation. Apparently the automatic drain was not working correctly and the filter unit needed replacement. It is not known if and how often the maintenance has been done on this compressor in the last four years. Maintenance includes the check of leakage (check of flow and pressure) and replacement of filters. Draeger does not have a service contract for this device. It is described in the instructions for use that this compressor must be inspected and serviced by trained service personnel after every 6000 hours of operation or at least once per year. The connected evita 4 has behaved as specified for this condition, generated optical and acoustical alarm for low air supply and switched to ventilation with oxygen, which was available from wall supply. As now ventilation has been continued with 100% oxygen the consequential optical and acoustical alarm "fio2-high" was posted it has to be underlined that ventilation continued with oxygen during this time.